Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 09:26:24. During night drain cycle five, the patient's ultrafiltration reading was 252ml, indicating the home patient drained 252ml more than their maximum programmed fill volume of 400ml. No additional information is available.